Event description:
A user facility reported that a patient experienced pain and swelling on their cheeks following a fraxel treatment. The patient received 8 passes of fraxel treatment in each treatment zone, with the highest level of energy at 15mj on the 1927 wavelength only. There were no overlapping passes and no systems error had occurred during the procedure. The treatment tip was used prior to this event on three other patients. No burn test was performed before the treatment began. Following the treatment, the patient reported they observed their cheeks were swollen and felt discomfort, itchiness and were hot to the touch. The patient was prescribed prednisone, medrol pack, doxycycline, acetaminophen and codeine. The patient did not use any skin care products prior to the procedure. During healing, they applied cicalfate, xeracalm cleansing oil, glytone lipid recovery and alastin silk shield. On the procedure day the patient also received treatment for sunspots in the same area by a cynosure apogee md device. The patient did not receive treatment within 90 days of the procedure date in the same symptom area. The patient¿s current status is they are healing but it is unknown if there will be any scarring or permanent damage. A solta medical reviewer examined pictures of the patient. It was observed erythema, inflammation and burned areas were visible on both of the patient¿s cheeks, forehead, chin, and around the mouth.

Manufacturer narrative:
No product was returned for evaluation. The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The fraxel system has no data logs that can be reviewed. The fraxel system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The provider can also utilize the burn paper to confirm that the system laser is providing correct pattern/coverage. The customer performed a burn test with the device and provided the burn paper results to solta product support which showed no problems with the laser output. According to the fraxel system user manual, edema, erythema, and pain or discomfort are known possible responses to treatment. Mild to moderate edema (swelling) typically develops immediately after treatment and diminishes, or resolves within the first several days post-treatment. A small degree of swelling may last longer in some cases. Mild to moderate erythema (redness) typically develops immediately after treatment and diminishes or resolves, within the first several days post-treatment. A small degree of redness may last longer in some cases. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial number. Based on the available information, edema, erythema, and pain or discomfort are known possible responses to treatment. No corrective action is necessary at this time.

Manufacturer narrative:
This event no longer meets reportability requirements. The investigation and conclusions from our initial assessment remain unchanged.

Event description:
The patient has recovered from the injury with no permanent damage or scarring. The patient healed well and achieved therapeutic response from the treatments after the interventions provided. The medical reviewer has reassessed the file and with the new information has deemed the event not serious. As such, the event no longer meets reportability requirements.